Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that fresenius 2008t machine sounded the emptying stopped alarm approximately 2 hours into a patient¿s hemodialysis treatment. Due to the machine issue, the patient¿s dialyzer clotted. The biomed reported that the malfunction was a machine issue, and confirmed there was no allegation of malfunction against the dialyzer. The patient was transferred to a new machine, and completed treatment with no injury, adverse event, or medical intervention. The estimated blood loss to the patient was 100ml. The biomed reportedly replaced the hansen door to resolve the issue, and advised the machine had not yet returned to service. It was confirmed that no sample parts from the machine was available for return, and the dialyzer used had been discarded. Additional information was requested, but was not provided. If additional information becomes available, a supplemental report will be submitted.